Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer was in diabetic ketoacidosis but not hospitalized. Customer stated that she met with her trainer and on (B)(6) and made changes on the pump this caused her blood glucose to go high.